Event description:
The customer reported that the system shuts down but will not reboot. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep took a power assessment of the room and plugged the system into the best red outlet on the far wall. The power assessment was sent in. He restrapped the isolation transformer and the strapping is within specifications. He tightened all of the isolation nuts per mfrs torque specs. He checked the tightness of the ac power plug and the terminal strip on the power plug incoming bracket and they checked out fine. The sys operates as intended.